Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil was selected for the first coil when treating a cerebral aneurysm (ica-paraclinoid) of 5 mm with a coil embolization (stent concomitant). After the axium coil was inserted into the cerebral aneurysm, the detacher of the product was used for detachment (5 times or more), but it could not be detached. Attempts of detachment were made using the secondary detachment mechanism, however, the detachment was not achieved, so it was determined that continued use would be difficult and the device was collected. Facility's view, the product is recognized as defective. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that mire that more than 5 detachment attempts had been made with the instant detacher, and one attempt was made manually. There were no issues prior to the non-detachment, and no pushwire damage was observed. The patient did not experience any adverse event or injury in association with this event. The patient's vessel tortuosity was moderate.